Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent vaginal hysterectomy with anterior and posterior repair on (B)(6) 2009 and mesh was implanted. Following the procedure, the patient experienced mesh erosion, nerve damage, infection, lower back pain, lower leg pain. The patient cannot stand on legs more than 4 hours per day. The patient reported mesh was removed. The patient was taking anti-depressants and was provided antibiotics for infection(s) in the pelvic area. The patient is undergoing physical therapy to gain some strength and is taking vagfem low pessaries. No additional information was provided.